Event description:
It was reported during a lar procedure, the hand activation on the shears would not work. Found that the shears would work using foot switch. There was no patient consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. However, the hand activation feature of the instrument was found to perform as intended. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.